Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and high blood glucose levels. The blood glucose reading was 530 mg/dl. The nurse stated that the customer was hospitalized, not necessarily because of the insulin pump, but because the customer had gotten a different reservoir and set, did not know how to use it, and caused the blood glucose to go high. The nurse observed that the materials which were sent to the customer did not fit the insulin pump he had. The customer experienced nausea, vomiting, hypotension, and tachycardia. He also showed alterations in his level of consciousness. The customer was given 4 liters of saline and insulin intravenous drip, nausea medication, and medication for abdominal pain. He would be released once he received the correct supplies for the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.